Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The power-on self-test and the event history log review verified the f38 alarm code. The cause of the f-38 alarm code was determined be inoperative force sensing resistors and the resistors were replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f38 alarm code. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.